Manufacturer narrative:
Analysis revealed that pump had no audio tone due to broken transducer wire. Unit passed vibrator check, seat, rewind, basic occlusion and occlusion test. No vibrator anomaly noted.

Event description:
Customer called to report that her pump does not make any audible tones. Customer was instructed to discontinue pump use.